Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. The patient described the skin irritation as an acne rash. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who prescribed an ointment for her skin. Follow up indicated that the patient is using the ointment and the skin irritation has improved.